Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Vessel morphology at the time of implant is unk. It was reported a recent CT demonstrated severe disease progression with aortic neck dilatation resulting in migration and a type I endoleak. The stent graft has migrated 40 mm and the entire length of the aortic neck measures 30 mm in diameter. The physician elected to place a 32 mm talent aortic cuff the migration and endoleak were resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Secondary intervention. Eval: results: migration, endoleak. Severe disease progression with aortic neck dilatation. Conclusion: severe disease progression with aortic neck dilatation.